Manufacturer narrative:
The suspect device was not returned for evaluation. A photograph was provided by the account. The complaint is confirmed but the root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that during a percutaneous transluminal angioplasty procedure, a catheter tip fragmented within the patient. The physician had acquired retrograde arterial access. During catheter manipulations over a guidewire under fluoroscopy, the catheter tip fragmented. The physician used a vascular snare device to successfully externalize the iatrogenic foreign body from the patient liberating the vessel. The patient tolerated the procedure well. No additional consequences to report.